Manufacturer narrative:
Further information was received indicated that multiple follow-ups were performed after implant and there was not indication that the device or the implant procedure caused or contributed to the lung clots and pneumonia as the physician did not observe any of the patient's symptoms that were reported by the patient.

Event description:
It was reported that the patient experienced lung clots and pneumonia with an inflatable penile prosthesis (ipp). The ipp still remains implanted and the device is not alleged to cause or contribute to the lung clots and pneumonia and is suspected to be surgery related. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Further information was received indicated that multiple follow-ups were performed after implant and there was not indication that the device or the implant procedure caused or contributed to the lung clots and pneumonia as the physician did not observe any of the patient's symptoms that were reported by the patient.

Event description:
It was reported that the patient experienced lung clots and pneumonia with an inflatable penile prosthesis (ipp). The ipp still remains implanted and the device is not alleged to cause or contribute to the lung clots and pneumonia and is suspected to be surgery related. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.